Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain;patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility except patient photos. An examination of the subject device by lumenis technical engineer matter expert concluded the subject device power output operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. No treatment settings were provided by the user facility; therefore, a clinical review of treatment settings cannot be performed. A lumenis healthcare professional evaluated the patient photos concluding:"time of photo in relationship with time of treatment not provide however shows superficial scabbing and purpura". While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to face anatomical area following ipl treatment with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.